Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: pump module s/n (B)(6): the right (male) iui date code 12/14 ((B)(6) december 2014) was observed with corrosion. The left (female) iui date code 12/13 ((B)(6) 2013) was observed with corrosion and dried fluid. Some fluid ingress was observed along the inside bottom of the rear housing. The bezel assembly data code was noted 8/13 ((B)(6) 2013). No other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: review of the pcu error logs identified a 240.4150.0 (sensor broken high failure), on (B)(6)2021 at 08:16 am. Based on the logs, the insulin infusion was first started using pump module s/n (B)(6). The device is selected and the user programs a primary infusion, insulin 100 unit in 100ml, (drug ID 246) at 8:12 am, at a rate of 11.7ml/hr and a vtbi of 100ml. The infusion was started at 8:12 am. The pump module infused until 8:12 am when the device alarmed occluded patient side. The infusion was restarted at 8:13 am. The pump module infused until 8:16 am when the device alarmed channel error (code: 240.4150.0 ¿ failure: sensor broken high failure). The infusion was stopped and the pump module was channeled off and removed from the pcu. The volume infused was 0.501ml. Pump module s/n (B)(6) was added to the pcu at 8:18 am. The device is selected and the user programs a primary infusion, insulin 100 unit in 100ml, (drug ID 246) at 8:12 am, at a rate of 11.7ml/hr and a vtbi of 80ml. The infusion was started at 8:19 am. The pump module infused until 9:10 am when the device alarmed occluded fluid side. The infusion was restarted at 9:17 am. The pump module infused until 9:18 am when the device again alarmed occluded fluid side. The infusion was restarted at 9:28 am. The pump module infused until 9:29 am when the device alarmed occluded patient side. The pump module is channeled off at 9:30 am. The volume infused was 10.52ml. The total combined volume infused for both pump modules¿ was 11.021ml. Test results: pump module s/n (B)(6): the upper pressure sensor was replaced with a known good sensor. Results from a timed rate accuracy test demonstrated the source device successfully passing. Worst case sear functionality testing results indicate the sear failed to engage the safety clamp when the door was opened on all five (5) fast test trials. This observation was noted to be an incidental finding. The log findings contain no evidence of a sear failure during the infusion (i.e. Flow stop open alarms). Pressure sensor testing could not be performed due to a channel error alarm when infusion was attempted. Asm (version 9.8.1) was used to perform the analog sensor test. The upper pressure sensor immediately railed with a voltage above 1 volt. Light pressure was applied and released to the upper sensor pad; however, the voltage did not drop below 4.525 volts. The upper pressure sensor was replaced with a known good sensor and pressure sensor testing was again performed. The programmed infusion completed with no issues observed. The incident administration set was not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of 12/14/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Test methods: over infusion test method 1503-001-029, dir# 10000360063, version 01 timed rate accuracy test method 1503-001-006, dir# 10000360036, version 01 pressure sensor malfunction test method 1503-001-012-r, dir# 10000360043, version 01 the root cause of the customer¿s report of an overinfusion of insulin was not identified in this investigation. The customer¿s report of an overinfusion of insulin was not replicated during testing. The pcu event log identified two infusions of insulin on the reported incident date. The log records the first infusion on 21jan2021 at 8:12 am. The user programs an infusion rate of 11.7ml/hr vtbi 100ml. The pump module immediately alarms for patient side occlusion, which is followed by a channel error (code: 240.4150.0 ¿ failure: sensor broken high failure) four minutes later, resulting in the termination of the infusion. The user confirms the malfunction, and the unit is removed from the system. The second infusion of insulin is recorded at 8:18 am, with the same infusion parameters. The logs recorded the device alarms for fluid side occlusion twice and patient side occlusion once. The first 2 occlusion alarms are addressed by the user and the infusion is restarted. The third occlusion alarm the pump module is channeled off. The total volume infused for both infusions is 11.021ml. Pump module s/n (B)(6): the event log review for the infusion in question found that this device failed for a channel malfunction approximately 4 minutes after the infusion had started. The failure was replicated upon receipt of the devices. The upper pressure sensor was replaced with a known good sensor. Rate accuracy testing found the device to be delivering fluid in specification. Pressure sensor testing observed the fso upper pressure sensor to be outside the specification for zero offset. The upper pressure sensor was replaced with a known good sensor and the programmed infusion completed with no issues observed. This observation was noted to be an incidental finding. Inspection of the pumping mechanism found no irregularities. The pump module infusion was being used for treatment. The disposable set was not returned for this investigation therefore it could not be determined if the set was a contributing factor. Note: the mechanism assembly was disassembled during the internal inspection of the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material.

Event description:
It was reported that there was an overinfusion of insulin. The nurse programmed the insulin with a concentration of 100 unit/100 ml to infuse at 11.7 ml/hour, which should have lasted approximately 8.5 hrs. When the nurse returned at 1050, the 100 ml bag was almost empty. The alaris pump records show that only 11 ml volume total infused. There were no signs of leakage around pump and patient's IV. Two separate infusion ids, initially 0812-0818 (ID (B)(6), volume infused 0.5 ml), then 0819-0930 (ID (B)(6), volume infused 10.5 ml),with, infusion stop time (per alaris records) = 0930. Blood sugar checks were increased and there was a decrease in the patient's blood glucose but not to harmful levels. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
Diagnosis- intracerebral/intraventricular hemorrhage. Physical inspection: pump module s/n (B)(4). The right (male) iui was observed with corrosion. The left (female) iui was observed with corrosion and dried fluid. Some fluid ingress was observed along the inside bottom of the rear housing. No other obvious issues or anomalies were identified with the device during the inspection. Review of the pcu error logs identified a (B)(4) (sensor broken high failure), on 21jan2021 at 08:16 am. Based on the logs, the insulin infusion was first started using pump module s/n (B)(4). The device is selected and the user programs a primary infusion, insulin 100 unit in 100ml, (drug ID 246) at 8:12 am, at a rate of 11.7ml/hr and a vtbi of 100ml. The infusion was started at 8:12 am. The pump module infused until 8:12 am when the device alarmed occluded patient side. The infusion was restarted at 8:13 am. The pump module infused until 8:16 am when the device alarmed channel error (code: 240.4150.0 ¿ failure: sensor broken high failure). The infusion was stopped and the pump module was channeled off and removed from the pcu. The volume infused was 0.501ml. Pump module s/n (B)(4) was added to the pcu at 8:18 am. The device is selected and the user programs a primary infusion, insulin 100 unit in 100ml, (drug ID 246) at 8:12 am, at a rate of 11.7ml/hr and a vtbi of 80ml. The infusion was started at 8:19 am. The pump module infused until 9:10 am when the device alarmed occluded fluid side. The infusion was restarted at 9:17 am. The pump module infused until 9:18 am when the device again alarmed occluded fluid side. The infusion was restarted at 9:28 am. The pump module infused until 9:29 am when the device alarmed occluded patient side. The pump module is channeled off at 9:30 am. The volume infused was 10.52ml. Device history report: a review of the device history record showed the device had a manufacture date of 12/14/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the pump module s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report of an overinfusion of insulin was not identified in this investigation. The event log review for the infusion in question found that this device failed for a channel malfunction approximately 4 minutes after the infusion had started. The failure was replicated upon receipt of the devices. The upper pressure sensor was replaced with a known good sensor. Rate accuracy testing found the device to be delivering fluid in specification.

Event description:
It was reported that there was an overinfusion of insulin. The nurse programmed the insulin with a concentration of 100 unit/100 ml to infuse at 11.7 ml/hour, which should have lasted approximately 8.5 hrs. When the nurse returned at 1050, the 100 ml bag was almost empty. The alaris pump records show that only 11 ml volume total infused. There were no signs of leakage around pump and patient's IV. Two separate infusion ids, initially (B)(4) (ID (B)(4), volume infused 0.5 ml), then (B)(4) (ID (B)(4), volume infused 10.5 ml),with, infusion stop time (per alaris records) = 0930. Blood sugar checks were increased and there was a decrease in the patient's blood glucose but not to harmful levels. No patient harm. Although requested, further information not provided.